Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg + beta test system on a cobas 6000 e 601 module (e601). The sample initially resulted as 690 miu/ml (positive) and this value was reported outside of the laboratory. A second sample was collected from the patient and tested on (B)(6) 2018, resulting as 0 miu/ml. The 0 miu/ml value was believed to be correct. On (B)(6) 2018, the original sample was repeated, resulting as 474.9 miu/ml. A second tube collected at the same time as the original sample was also repeated on (B)(6) 2018, resulting as 0 miu/ml. The 0 miu/ml value from this sample was believed to be correct. The patient's surgery was cancelled based on the initial positive value of 690 miu/ml. The customer could not provide any further details related to the surgery. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199 when the sample was initially tested on (B)(6) 2018. For the repeat value measured on (B)(6) 2018, the hcgb reagent lot number was 284292. The reagent expiration dates were asked for, but not provided. For both tubes of the original sample, the customer ran a basic metabolic panel and typed the blood. All results from both tubes were the same, so the customer concluded that the tubes were not mislabeled. The two tubes were also sent to another laboratory for testing using a different hcgb method. The first tube was again positive and the second tube was negative. The customer suspects that there may have been contamination in the sample since it came from an obstetrics office. The field service engineer could not determine a cause. He checked alignments, calibration traces, and quality control results. The customer ran calibrators and controls; all results were within the customer's specifications.

Manufacturer narrative:
The issue was determined to be related to a contamination of the sample with the analyte.